Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, while transferring the patient onto the bed, the right lower wheel and left upper wheel on the bed fell off. There was no injury to the patient or medical staff. The patient was placed in a chair and reported to be in good condition.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). Additional information will be provided upon conclusion of the manufacturer investigation.